Event description:
It was reported that this male peritoneal dialysis (pd) patient was hospitalized on (B)(6)2021 as they were experiencing severe pain while draining during treatment. Additional information was obtained through follow-up with the patient pd nurse. The patient was discharged without any findings or diagnosis. The patient was being sent for a computed tomography (CT) scan as they continue to have the pain. The source of the pain is unknown. The pd nurse stated the hospitalization was unrelated to use of the liberty select cycler or other fresenius product(s).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that this male peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2021 as they were experiencing severe pain while draining during treatment. Additional information was obtained through follow-up with the patient pd nurse. The patient was discharged without any findings or diagnosis. The patient was being sent for a computed tomography (CT) scan as they continue to have the pain. The source of the pain is unknown. The pd nurse stated the hospitalization was unrelated to use of the liberty select cycler or other fresenius product(s).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: based on the available information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
It was reported that this male peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2021 as they were experiencing severe pain while draining during treatment. Additional information was obtained through follow-up with the patient pd nurse. The patient was discharged without any findings or diagnosis. The patient was being sent for a computed tomography (CT) scan as they continue to have the pain. The source of the pain is unknown. The pd nurse stated the hospitalization was unrelated to use of the liberty select cycler or other fresenius product(s).